Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device are defective. This was first noticed 1 month prior to the report when pt bolused, and both buttons functioned as intended during the troubleshooting call. Pt reported the protective rubber is also peeling off of the buttons. Pt has used this infusion device for 4 years and boluses 5 times per day. The infusion device was replaced and requested for eval. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue.